Event description:
It was reported that the patient complained of phrenic stimulation from the left ventricular (lv) lead. It was noted that the patient experienced a tremor/twitch under the costal arch depending on the patient's position. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).